Manufacturer narrative:
Taper ii. (B) (4). The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Further information from the reporter regarding the serial number and the implant date has been requested. Device labeling addresses the possible outcome of an infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated."

Event description:
Allergan sales representative called and reported on behalf of a physician that a pt experienced an infection. The lap-band device was removed. No culture was taken. Further follow-up will be conducted to gather additional information.